Manufacturer narrative:
As reported, a saber rx 3mm 4cm155 pta was inserted, but had difficulty advancing to the lesion. It was delivered to the lesion and attempted to inflate, however the balloon could not inflate. So it was removed from the patient and it was confirmed that the balloon was ruptured. It was unknown how the procedure was completed. The procedure finished successfully. There was no reported patient injury. The target lesion was the distal portion of the superficial femoral artery.  The lesion was heavily calcified. The patient¿s information, vessel level of tortuousness and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17276549 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system tracking difficulty¿ and ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the event reported could not be determined. Based on the limited information available for review, vessel characteristics (heavy calcification) may have contributed to the reported event. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, a saber rx 3mm 4cm155 pta was inserted, but had difficulty advancing to the lesion. It was delivered to the lesion and attempted to inflate, however the balloon could not inflate. So it was removed from the patient and it was confirmed that the balloon was ruptured. It was unknown how the procedure was completed. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the distal portion of the superficial femoral artery. The lesion was heavily calcified. The patient¿s information, vessel level of tortuousness and rate of stenosis was unknown.  There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally.  The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.